Event description:
It was reported that the atrial lead exhibited over sensing. The lead was explanted on (B)(6) 2015. There were no adverse consequences to the patient.

Manufacturer narrative:
Final analysis found lead insulation degradation at 4.5 cm from the connector pin, which exposed the outer coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.